Event description:
It was reported by user facility medwatch form (B)(4), that during a laparoscopic right thoracoscopy with wedge resection and pleurodesis procedure, when attempting to perform the procedure with reinforcement material, the device cut and did not staple. There was no patient consequence. Device is not being released for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). Device is not being released for analysis. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B)(4).